Event description:
The customer reported via phone call that the insulin pump had a blank display without any alerts or alarms. The customer did not know the blood glucose reading. The customer stated that the screen was black in the morning, and he changed the battery 5 times. He was advised to disconnect from the insulin pump. He did not observe any damage or corrosion at the battery cap, battery compartment, or battery spring. He noted that he kept the insulin pump in his pocket when going to the gym. Upon troubleshooting, the customer was advised to insert a new battery, after which he confirmed that the display did return. The customer was advised to monitor the insulin pump and that a replacement battery cap would be sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.